Event description:
It was reported that the balloon would not go over the guidewire past the "y." Additional information received on 4/9/2010 from the sales representative stated the balloon did not unwrap, but would not go through the sheath. As a result, a new balloon was placed over the same guidewire. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.